Manufacturer narrative:
According to the service record, the equipment was checked and found to function within manufacturing specification. The reported complaint could not be duplicated and the leak rate was not confirmed. The reported complaint has been reassessed as not reportable. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Date of manufacture is 09/20/07.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a greater than 3lpm leak, exact leak rate information is unknown at this time. There was no report of patient involvement.